Manufacturer narrative:
The 3-spike disposable set involved in the incident was discarded and therefore not available for investigation. Upon reviewing photographs provided by the user facility, we were able to confirm that there was a leak above the heat exchanger as reported; however, it is difficult to determine the root cause of the leak without investigating the set. The manufacturing batch records for this lot were reviewed; nonconforming materials discovered at assembly were recorded on the following ncmrs: (B)(4) and (B)(4). The identified materials were dispositioned to scrap; there was no negative impact to the released lot. A review of past complaints indicates that there have been no other complaints related to this lot number. All 3-spike disposable sets are 100% leak tested and 100% visually inspected prior to release from belmont medical technologies. It was reported that the disposable set was replaced; no patient injury was reported. Belmont will continue to monitor and trend similar reports of this nature and take further action if required. Should additional information become available, a supplemental report will be provided.

Event description:
Belmont's distributor received a complaint from the user facility that a leak was discovered above the heat exchanger of a 3-spike disposable set at the beginning of a case.